Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported by the customer that the device had no status or main display function. Also, the unit emits a low audible tone. There were no reports of pt use associated with the reported failure.